Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient entered finger stick values during rapid rates of change. It was reported that the patient calibrated during periods when cgm values were not present. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined. Labeling indicates: do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Labeling indicates: do not calibrate if the out of range symbol shows in the status area. Do not calibrate if the glucose reading error symbol shows in the status area.